Event description:
Material #: 386865, batch#: 2329614. It was reported by customer that they had another IV today where the needle is bent, and the safety will not engage. Verbatim: rcc received a complaint via email. Email(s) attached. I wanted to make you aware we had another IV today where the needle is bent and the safety will not engage. This time it was an 18g IV. We will need a second complaint for material 386865 and lot 2329614. The related record is pr (B)(4). Plant code missing.

Manufacturer narrative:
Based on device history record review, no abnormality was observed during the production of the affected batch. Needle bent: no bent cannula observed on returned actual sample. As current control, there is a 100% vision inspection system for lie distance, which is also able to fail and reject needle bent parts due to out of the camera scope. There is also outgoing visual inspection to check for damaged components. Safety shield activation failure (catheter). The safety mechanism of the returned sample was able to be manually activated; no safety activation failure was observed. As current control, there are outgoing functional test and 2-hourly in-process functional test to check and detect safety activation failure.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd us cathena 18gx1.25in straight bc safety shield activation failed. It was reported by customer that they had another IV today where the needle is bent, and the safety will not engage. Verbatim: rcc received a complaint via email. Email(s) attached. I wanted to make you aware we had another IV today where the needle is bent and the safety will not engage. This time it was an 18g IV. We will need a second complaint for material 386865 and lot 2329614. The related record is pr (B)(4). Plant code missing.